Manufacturer narrative:
Event site name: hospital (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 16th february, 2024 getinge became aware of an issue with one of surgical lights - hled. It was stated the rubber protector on the suspension tube for the monitor cables was missing. Issue was discovered during daily check. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serius injury.

Event description:
On 16th february, 2024 getinge became aware of an issue with one of surgical lights - hled. It was stated the rubber protector (bumper) was missing from the suspension arm. Issue was discovered during daily check. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serius injury. Further information provided by getinge employee indicated that the bumper was removed from device by customer. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing bumper, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
The initial reporter was the operating room supervisor. The correction of b5 describe event and problem, h6 medical device ¿ problem, h6 investigation findings code, h6 investigation conclusions, h3a device evaluated by mfg, h3b device not eval provide code and h3c if other provide code-explain deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 16th february, 2024 getinge became aware of an issue with one of surgical lights - hled. It was stated the rubber protector on the suspension tube for the monitor cables was missing. Issue was discovered during daily check. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serius injury. Corrected b5 describe event and problem: on 16th february, 2024 getinge became aware of an issue with one of surgical lights - hled. It was stated the rubber protector (bumper) was missing from the suspension arm. Issue was discovered during daily check. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serius injury. Further information provided by getinge employee indicated that the bumper was removed from device by customer. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing bumper, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. Previous h6 medical device ¿ problem code: mechanical problem/detachment of device or device component//2907; corrected h6 medical device ¿ problem code: no apparent adverse event///3189. Previous h6 investigation findings: results pending completion of investigation///3233; corrected h6 investigation findings: none. Previous h6 investigation conclusions: conclusion not yet available//11; corrected h6 investigation conclusions: cause traced to user//19. Previous h3a device evaluated by mfg: no; corrected h3a device evaluated by mfg: yes. Previous h3b device not eval provide code: other; corrected h3b device not eval provide code: none. Previous h3c device not eval provide code: device not returned to manufacturer; corrected h3c device not eval provide code: none. Initially provided information was pointing to missing bumper. The issue is considered as safety related as any missing parts could fall off into sterile field or during procedure may cause contamination serius injury. According to additional clarification provided by the getinge technician, the initial information was incorrect. It was determined that the issue investigated herein is not safety and risk related as bumper wasn't missing, it was removed by custormer, because it was in the way of working with other equipment that is very tall. The investigation was performed. The investigated scenarios did not cause risk to human life. The review of the customer product complaints, related to investigated issue in time, shows that there is no regular income. It was established that when the event occurred, the device was up to the manufacturer specification. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market.